Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 (mg/dl). During troubleshooting with tandem customer technical support (cts), the customer discovered the wrong personal profile was active. Cts assisted the customer with activating the correct personal profile. Carbohydrates were consumed to address bg level.